Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed erratic hemoglobin results while using the cell-dyn ruby analyzer. The customer provided the following data: (B)(6) 2013: initial 8.16 g/dl, retest 7.2 g/dl. No impact to patient management was reported.